Event description:
Customer's wife reported the death. Caller stated that she believes the cause of death is complications of diabetes. Customer was wearing the insulin pump at the time of death. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.